Event description:
It is reported through the pt's attorney that the pt underwent right knee replacement in 2004. Post-op, the pt reported pain and a revision was performed in 2005, revealing an oversized tibial plate.

Manufacturer narrative:
Evaluation summary: the cause of the reported problem could not be determined due to insufficient information. Evaluation codes: no product or x-rays were returned for evaluation. Device history records indicate device manufactured to specification.